Event description:
It was reported that the pulse generator exhibited noise. Noise could not be replicated with pocket manipulation and isometrics. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.